Event description:
Device malfunction: thumbknob froze, device breakage, partial stent deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in an unspecified site, during stent deployment, the stent was only partially deployed when the thumbknob stopped turning and broke. The stent, delivery system and guide catheter were removed as a single unit without difficulty. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.